Manufacturer narrative:
E1: address line 1 "(B)(6). One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. Device passed all testing after repair.

Event description:
Device evaluation revealed that the downstream occlusion seal was damaged. There was no patient involvement.